Manufacturer narrative:
A review of the complaint history for sn 42177688 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 42177688 was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inbound processors service got stuck trying to dequeue too many messages. The technical support specialist restarted the service and confirmed that messages were processing normally, applied ka 000015787 to prevent from reoccurring. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.